Manufacturer narrative:
Additional/corrected information.

Manufacturer narrative:
Code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted the device evaluation found the sheath had been torn approximately 4.5 cm from the leading end of the sheath. The root cause for the sheath damage could not be determined. This type of occurrence will continue to be monitored.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. A gore® dryseal flex introducer was used to deliver and position a gore® excluder® iliac branch endoprosthesis iliac branch component within the left common iliac artery and partially deploy the trunk portion of the device. The physician then advanced the sheath within the device from patient¿s right side, and changed out the wire to a super stiff wire for cannulation. It was reported that during cannulation, the physician noticed that the wire had penetrated the sheath and was exposed near the patient¿s terminal aorta. The sheath was removed from the patient's body and replaced with a new one. The procedure was continued without issue. The patient tolerated the procedure.